Event description:
Pt c/o weakness, syncope. Had episodes severe bradycardia. Came to emergency dept. Pacemaker was intermittently capturing. Medtronic tech in ed increased voltage to right ventricular lead. Cxr did not show any significant damage to the leads on ap and lateral views. Pt remained asymptomatic after adjustment.